Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626699-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included cyst, pregnancy, abdominal pain and rash. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ pain with intercourse"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), abdominal pain upper ("stabbing stomach pain"), feeling abnormal ("brain fog"), paraesthesia ("tingling & numbness in fingers & toes / prickly skin"), hypoaesthesia ("tingling & numbness in fingers & toes") and miliaria ("prickly skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, arthralgia, abdominal pain lower, abdominal pain upper, feeling abnormal, paraesthesia, hypoaesthesia, miliaria and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dyspareunia, feeling abnormal, hypoaesthesia, miliaria, paraesthesia, pelvic pain and weight increased to be related to essure. The reporter commented: essure placed: 2 coils (r) 5 coils (l) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement of essure devices. No contrast is seen in either fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, joint pain. Lot number (626699) is inv . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc (product technical complaint). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626699-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included cyst, pregnancy, abdominal pain and rash. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ pain with intercourse"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), abdominal pain upper ("stabbing stomach pain"), feeling abnormal ("brain fog"), paraesthesia ("tingling & numbness in fingers & toes / prickly skin"), hypoaesthesia ("tingling & numbness in fingers & toes"), miliaria ("prickly skin") and nervousness ("no reason to be nervous ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, arthralgia, abdominal pain lower, abdominal pain upper, feeling abnormal, paraesthesia, hypoaesthesia, miliaria, weight increased and nervousness outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dyspareunia, feeling abnormal, hypoaesthesia, miliaria, nervousness, paraesthesia, pelvic pain and weight increased to be related to essure. The reporter commented: essure placed: 2 coils (r) 5 coils (l). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement of essure devices. No contrast is seen in either fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, joint pain. Lot number (626699) is inv. Concerning the injuries reported in this case, the following ones were reported via social media: nervous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media received. Event "nervous" and new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included cyst, pregnancy, abdominal pain and rash. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ pain with intercourse"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), abdominal pain upper ("stabbing stomach pain"), feeling abnormal ("brain fog"), paraesthesia ("tingling & numbness in fingers & toes / prickly skin"), hypoaesthesia ("tingling & numbness in fingers & toes") and miliaria ("prickly skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, arthralgia, abdominal pain lower, abdominal pain upper, feeling abnormal, paraesthesia, hypoaesthesia, miliaria and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dyspareunia, feeling abnormal, hypoaesthesia, miliaria, paraesthesia, pelvic pain and weight increased to be related to essure. The reporter commented: essure placed: 2 coils (r) 5 coils (l). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement of essure devices. No contrast is seen in either fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, joint pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.